Manufacturer narrative:
Section d6a: implant date inadvertently included in initial report but is not applicable for this device. Manufacturer's investigation conclusion the reported events of a backup battery fault and driveline disconnect alarms was confirmed via the downloaded log file and reproduced. A review of the downloaded log file spanned approximately 21 days ((B)(6) 2017 ¿ (B)(6) 2017 per time stamp). The driveline was disconnected on (B)(6) 2017 at 13:52 for a controller exchange. The end of the log file shows it being connected to power while there was a backup battery fault alarm that was accompanied by a yellow wrench advisory while the clock repeatedly resets. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6), was functionally tested. During testing, the controller alarmed for backup battery fault and driveline disconnect when plugged into power. The controller was opened and the ribbon cable was inspected. On the pcb side, several pins weren t making contact I the connector. The ribbon cable was replaced and all issues resolved. The controller was able to support pump function for an extended period of time after the cable was replaced. The root cause for the reported event was due to a damaged ribbon cable; however, a root cause for the damage cannot be conclusively determined through this investigation. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault alarms. Heartmate ii instructions for use, rev. C, section 8-¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient's backup controller was exchanged. During a clinic visit, a routine check of the patient's backup controller a revealed a backup battery fault alarm. The alarm did not clear after a self test and reseating the backup battery resulted in a connect driveline alarm. An additional self test resulted in a controller fault alarm which reoccurred with a new backup battery.